Event description:
It was reported that the patient presented with shortness of breath and decreasing left ventricular function. Failure to capture was noted on the left ventricular (lv) lead. On (B)(6) 2025, an x-ray was performed, and dislodgement was confirmed. The physician elected to explant and replace the lv lead. There were no patient consequences.

Manufacturer narrative:
The reported events were failure to capture and lead dislodgement. As received, a complete lead was returned in two pieces. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The s-curve hump height was measured within specification.